Event description:
It was reported that he patient was discharged home on inotropes on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4) during the time of the event. There is no product available for evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 8 months (the age is calculated from the date of implant to the event date. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's dog scraped his leg and he developed large skin tear on (B)(6) 2019. Patient had scheduled appointment and was sent to emergency room (ER) for evaluation of wound. ER doctor dressed wound & sent patient home. On (B)(6), patient presented to ER again for admission after he was unable to stop bleeding of skin tear. Patient consulted to wound care nurse. Customer recommended vaseline gauze and mepilex foam dressing. Patient received 1 unit of packed red blood cells. Patient discharged to home and was told to follow up in clinic in 1 week.